Manufacturer narrative:
Zoll medical corporation has not rec'd the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device's display intermittently flickered. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.